Event description:
The dentist reported a screw fracture in the implant. The implant remains placed.

Manufacturer narrative:
The screw was returned fractured in an autoclave bag. The screw fractured at the threads portion. Evidence of general signs of usage was noted and the screw hex was still in functional condition. No other damage was observed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.